Event description:
It was reported that the device was used during an unknown procedure. The device broke after firing two clips. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the jaw ramp broken off from the right side. The device ejected the remaining clips due to the jaw condition, in additional the orange indicator was noted to be beyond its intended position. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.